Event description:
It was reported that patient underwent knee procedure on (B)(6) 2008. Revision surgery was performed on (B)(6) 2012 due to repeated dislocation. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Returned product was evaluated and found the bearing surfaces of both the femoral and tibial component to be in good condition with no sign of third body wear debris present. The cementing on both the femoral and tibial components appeared to be uneven and for the femoral component, the curvature of the underlying bone towards the outside edges of the cement may indicate a slight over sizing; however, this is impossible to determine without radiographs. If the implant was oversized, this could suggest collateral ligament damage, which would reduce stability and increase the probability of dislocation. The tibial component also showed a very deep penetration of bone cement which may also be a sign of poor bone quality. The implants selected were cruciate retaining, but there appeared to be some cement present on the posterior surface of the tibial component where the pcl is supposed to pass. Any soft tissue damage could have resulted in instability of the joint, resulting in dislocation; however, this cannot be confirmed without an advanced imaging technique such as MRI or CT. It is stated that the revision was due to repeated dislocation. The exact cause for this cannot be determined without further information or radiographic images.